Event description:
Per the audiologist, the patient's behind the ear sound processor rubbed against his internal device. Subsequently, the skin broke down and the implant extruded. The device was explanted in 2007. Reimplant surgery is planned.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.